Event description:
Lead & a 2nd lead (same model) were removed from service because during a routine replacement procedure of an implantable cardioverter defibrillator (ICD) the physician had noted insulation wear that had been caused by the leads rubbing against the ICD. The leads were replaced with a endocardial lead. Distributor assumes that the 2 leads were capped.